Event description:
Discrepant patient results for troponin t and ckmb, when compared to repeat results from a different analyzer - same methodology. The following patient samples were provided as examples. Troponin t: patient 1, initial gave <0.010 ng/ml; repeat gave 0.018 ng/ml. Patient 2, initial gave 1.23 ng/ml; repeat gave 1.50 ng/ml. Patient 3, initial gave 0.049 ng/ml; repeat gave 0.086 ng/ml. Patient 4, initial gave 0.058 ng/ml; repeat gave 0.015 ng/ml. Patient 5, initial gave 0.165 ng/ml; repeat gave 0.262 ng/ml. Patient 6, initial gave 0.198 ng/ml; repeat gave 0.310 ng/ml. Patient 7, initial gave 1.06 ng/ml; repeat gave 1.60 ng/ml. Patient 8, initial gave <0.010 ng/ml; repeat gave 0.031 ng/ml. Patient 9, initial gave 0.270 ng/ml; repeat gave 0.387 ng/ml. Patient 10, initial gave 2.39 ng/ml; repeat gave 3.60 ng/ml. Patient 11, initial gave ,0.010 ng/ml; repeat gave 0.016 ng/ml. Patient 12, initial gave <0.010 ng/ml; repeat gave 0.039 ng/ml. Patient 13, initial gave <0.010 ng/ml; repeat gave 0.036 ng/ml. Patient 14, initial gave 0.316 ng/ml; repeat gave 0.445 ng/ml. Patient 15, initial gave <0.010 ng/ml; repeat gave 0.163 ng/ml. Ckmb: patient 1, initial gave 2.63 ng/ml; repeat gave 4.51 ng/ml. Patient 2, initial gave 2.95 ng/ml; repeat gave 4.01 ng/ml. Patient 3, initial gave 1.70 ng/ml; repeat gave 2.08 ng/ml. Patient 4, initial gave 2.12 ng/ml; repeat gave 2.67 ng/ml. Patient 5, initial gave 3.12 ng/ml; repeat gave 2.57 ng/ml. Patient 6, initial gave 1.50 ng/ml; repeat gave 2.15 ng/ml. Patient 7, initial gave 2.22 ng/ml; repeat gave 3.02 ng/ml. Patient 8, initial gave 19.02 ng/ml; repeat gave 24.39 ng/ml. Patient 9, initial gave 10.52 ng/ml; repeat gave 13.98 ng/ml. Patient 10, initial gave 4.12 ng/ml; repeat gave 5.53 ng/ml. Patient 11, initial gave 5.36 ng/ml; repeat gave 7.43 ng/ml. Patient 12, initial gave 33.13 ng/ml; repeat gave 44.93 ng/ml. Patient 13, initial gave 71.18 ng/ml; repeat gave 97.52 ng/ml. Patient 14, initial gave 1.72 ng/ml; repeat gave 2.51 ng/ml. Patient 15, initial gave 8.25 ng/ml; repeat gave 11.45 ng/ml. Patient 16, initial gave 2.32 ng/ml; repeat gave 3.07 ng/ml.

Manufacturer narrative:
No adverse events reported in association with the incorrect results. The field service representative determined the cause to be a clot in the sipper flow path. The customer had performed troubleshooting activities which cleared the clot in the sipper flow path. Performance tests were performed which were within specifications.